Manufacturer narrative:
Follow up information received on 03-nov-2015: this follow up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2545). Consumer had essure inserted in (B)(6)-2012 for permanent birth control and for 2 years she would fall down paralyzed everyday with cataplexy. She had the narcolepsy genotype (B)(6), an autoimmune disease that she believed essure was the trigger for. She also acquired other autoimmune disorders including interstitial cystitis, nickel and chemical allergies and insulin resistance. Several more symptoms that went away with her full hystrectomy, narcolepsy left too. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and started to falling down paralyzed upon emotions called cataplexy. Later, it was informed that she had them (the devices) removed via hysterectomy and presented autoimmune disorders. She also experienced narcolepsy genotype (B)(6). These events, seen as cataplexy, hysterectomy, autoimmune disorder and narcolepsy are considered serious due to medical importance and are all unlisted according to essure's reference safety information, except hysterectomy which is listed. Cataplexy is defined by a sudden drop in muscle tone that is triggered by arousal or emotion. Narcolepsy is a chronic neurological disorder that involves poor control of sleep-wake cycles. In this particular case, in spite of consumer had related her symptoms to essure; considering their nature and given essure local action at fallopian tubes causality with the suspect insert is very unlikely. In regards of autoimmune disorder, limited information has been provided; however, given the fact that essure acts locally in fallopian tubes, causality between this event and suspect insert is also very unlikely. Although the exact reason for device removal via hysterectomy was not specified, a causal relationship between the reported event and essure therapy cannot be excluded and due to the surgical intervention this case was upgraded to incident. In addition non-serious events were reported. Based on the available information, there was no reason to suspect a causal relationship to a potential quality deficit based on this report. No active follow-up will be pursued, as this case was identified during (B)(6) website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 06-may-2016. Legal claim was received and new reporters were added. Essure was implanted on (B)(6) 2012 and subsequent to implantation; the consumer began to suffer from severe pelvic pain, skin irritation, vision problems, vitamin deficiencies, numbness in extremities, severe migraines, loss of libido, mood swings and extreme menstrual changes accompanied by blood clots. She had to have hysterectomy as a result of essure. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and started to falling down paralyzed upon emotions called cataplexy. She also experienced narcolepsy genotype hla-dbq1*-0602 and autoimmune disorders. Upon receipt of additional information, this case became legal and it was informed consumer had severe pelvic pain and had to have a hysterectomy. These events are unlisted according to essure's reference safety information, except for pelvic pain which is listed. Cataplexy is defined by a sudden drop in muscle tone that is triggered by arousal or emotion. Narcolepsy is a chronic neurological disorder that involves poor control of sleep-wake cycles. In this particular case, in spite of consumer had related her symptoms to essure; considering their nature and given essure local action at fallopian tubes causality with the suspect insert is very unlikely. The same assessment is given for the reported autoimmune disorder, considering event's nature and based on essure safety profile. Regarding consumer's pelvic pain, a causal relationship with the suspect insert cannot be excluded, since pelvic pain is a possible adverse event during essure therapy. Since a surgical intervention was required, this case was upgraded to incident. In addition non-serious events were reported. Based on the available information, there was no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information will be obtained through the litigation process.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0172, awareness date 12-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Consumer stumped a neurological team with excessive daytime sleepiness, hallucinations, sleep paralysis and the worse of it all was falling down paralyzed upon emotions called cataplexy. She tested completely negative for narcolepsy several times over. She received a hysterectomy (B)(6) 2014 leaving her ovaries, and she hasn't fallen down since with cataplexy or suffered from any more neurological disorders. Follow-up received on 08-sep-2015: the ptc investigation result was provided. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow up 23-oct-2015: case upgraded to incident. This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1747, awareness date 23-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted. Consumer reported she had them (the essure devices) removed from her body already but will have to deal with repercussions of them coils for the rest of her life due to all of her auto immune disorders. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and started to falling down paralyzed upon emotions called cataplexy. Later, it was informed that she had them (the devices) removed and presented autoimmune disorders. These events, seen as cataplexy, medical device removal and autoimmune disorder, are considered serious due to medical importance and are all unlisted according to essure's reference safety information, except medical device removal which is listed. Cataplexy is defined by a sudden drop in muscle tone that is triggered by arousal or emotion. In this particular case, in spite of consumer had related her symptoms to essure; considering their nature and given essure local action at fallopian tubes causality with the suspect insert is very unlikely. In regards of autoimmune disorder, limited information has been provided; however, given the fact that essure acts locally in fallopian tubes, causality between this event and suspect insert is also very unlikely. Although the exact reason for essure removal was not specified, a causal relationship between the reported event and essure therapy cannot be excluded and due to the surgical intervention implied this case was upgraded to incident. In addition non-serious events were reported. Based on the available information, there was no reason to suspect a causal relationship to a potential quality deficit based on this report. No active follow-up will be pursued, as this case was identified during health authority website monitoring.